Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of infection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set user noticed an increase in catheter associated infections and are asking about the necessity of using pe lined sets. The following information was provided by the initial reporter: question caller asked if we had any studies/testing that we can share regarding the effectiveness of the pe lining in our sets. She states they currently use the sets for neonates who are receiving infusions of insulin and cardiac drugs. They have noticed an increase of catheter related infections and wanted to see if the practice of using pe lined sets is necessary. They want to rule out the pe lining being the cause of the infections. Caller states they are priming the tubing sets with the medication and allowing them to free drip into a cloth for an hour prior to connecting to the patient. Response explained per the IFU, "if not connecting to patient immediately, place a sterile closed cap on end of set". Informed the way that set is being primed and allowed to free drip into a cloth with out the sterile cap is considered off label use of the product. Case forwarded to marketing for studies or testing that we can provide to the customer on the effectiveness of the pr lining. Case forwarded to product complaints.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set user noticed an increase in catheter associated infections and are asking about the necessity of using pe lined sets. The following information was provided by the initial reporter: question caller asked if we had any studies/testing that we can share regarding the effectiveness of the pe lining in our sets. She states they currently use the sets for neonates who are receiving infusions of insulin and cardiac drugs. They have noticed an increase of catheter related infections and wanted to see if the practice of using pe lined sets is necessary. They want to rule out the pe lining being the cause of the infections. Caller states they are priming the tubing sets with the medication and allowing them to free drip into a cloth for an hour prior to connecting to the patient. Response explained per the IFU, "if not connecting to patient immediately, place a sterile closed cap on end of set". Informed the way that set is being primed and allowed to free drip into a cloth with out the sterile cap is considered off label use of the product. Case forwarded to marketing for studies or testing that we can provide to the customer on the effectiveness of the pr lining. Case forwarded to product complaints.